Event description:
It was reported through medwatch that a neuromonitoring company is ¿forcing technologists to continue to use nims tube monitoring eq uipment¿. ¿one such tube failed during a thyroidectomy on a cancer patient which resulted in the patient not being able to have the full tumor resected.¿ ¿this cancer patient will now need extensive radiation if not follow up surgery with a non-defective tube.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.